Manufacturer narrative:
Device identifiers were requested, but no response was received. Based on the limited information available, a definitive root cause could not be established, but the patient's preexisting sclerosis of the trabecular meshwork may have been a contributing factor. Manufacturer reference #: (B)(4).

Event description:
Ivantis requested follow-up information from the surgeon on (B)(6) 2020 and (B)(6) 2020, but no response was received.

Manufacturer narrative:
The device was unable to be located by the user facility and is not available for evaluation. Device identifiers have been requested. Iridodialysis and inability to implant the microstent are listed in the device labeling as potential adverse events. (B)(4).

Event description:
The surgeon reported being unable to implant the hydrus microstent in a patient on (B)(6) 2020. The patient's trabecular meshwork appeared completely sclerosed and the implantation attempt resulted in inadvertent iridodialysis. Additional information has been requested.